Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to high pacing impedance measurement of more than 3000 ohms and loss of capture. There was no asystole observed. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.